Event description:
It was reported that the patient's spouse indicated that the device was "bouncing" underneath the patient's left breast. Follow up with the physician indicated that the patient was having muscle stimulation due to high ventricular lead thresholds. The lead was programmed to aai mode and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.